Manufacturer narrative:
A ge representative evaluated the system and replaced a pair of batteries. The system operates as intended.

Event description:
It was reported that the system displayed filament and precharge errors and would not complete boot up. No pt injury was reported.